Event description:
It was reported the patient had a loss of therapeutic effect and stimulation in the wrong location. It was also reported the patient felt stimulation in the correct location for an hour following implant. Later, it was reported the patient only felt stimulation and a burning sensation at the device pocket. The patient was reprogrammed and it was reported the patient received less than 50 percent therapy relief and it was stated it "wasn't possible" to program good paresthesia at the correct location. The following day, it was reported the healthcare provider tested the patient's device with the ins outside the body and without the ins using a "snap lid" on the extension, but both resulted in stimulation occurring only in the patient's abdomen. It was also reported the healthcare provider tested directly on the lead with the "snap lid" and the ins and the patient felt paresthesia in their leg, which was a good result. The patient's extension was replaced and a "good result" was reported in the operating room but an hour after the procedure it was reported the patient felt the same "bad paresthesia" in the abdomen, near the ins. It was also reported the patient had no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3877-45, lot# 0206205068, implanted: (B)(6) 2012, product type: lead. Product ID: 37081, lot#, serial# unknown, implanted:(B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that several reprogramming attempts (by a well-trained nurse) were made to the patient's implantable neurostimulator (ins) but the stimulation was still felt in the abdominal area. Interrogation of the ins on (B)(6), 2013 showed impedances in normal range. No further changes were reported. If additional information is received, a follow up report will be sent.